Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis of the device memory indicated a r-wave amplitude measurement issue. Additionally analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that the right ventricular (rv) lead dislodged. There was low impedance, high threshold, undersensing and intermittent sensing and no capture at 8v at 1.5ms. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.